Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity, heavy calcification and 90% stenosis. After a guide wire crossed the lesion, intra-vascular ultra sound (ivus) was performed. Then the 3.5 x 12 mm nc trek balloon catheter was advanced to the lesion. The balloon ruptured at 16 atmospheres (atm) during the second inflation. There was no resistance during advancement and removal of the device. There was no resistance during removal of the protective sheath. A new nc trek was used to further dilate the lesion and a xience xpedition stent was implanted. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents of balloon rupture reported for this lot. Based on the reviewed information, no product deficiency was identified.